Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the heart, an air leak occurred. Several attempts were made to remove the air, but the air could not be completely aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: b5, g3, h2, h6 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture and tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn seals and the subsequent leak remains unknown.

Event description:
This follow up report address an updated analysis.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown.